Manufacturer narrative:
(B)(4). When reviewing similar reportable events for all portable ceiling devices in the market and over a period of five years, we have found only few cases that may relate to the issue investigated here: complete rupture of a lifting strap during use. We have been able to establish that compared to the amount of sold devices and in comparison to their daily use there is no trend observed for reportable complaints with this failure and the occurrence rate is low. Based on the collected information, photographic evidence and findings made during the inspection of the involved strap, we (arjohuntleigh) have been able to establish that this particular complaint was related to lack of inspection and lack of maintenance of the straps. The photographic evidences of the strap shows multiple signs of discoloration (whitening) along the strap surface. Taking into account the strap extension design that incorporates a safety margin brought on by a length of stitches, it can be assessed as extremely unlikely that this nature of failure could have happened instantly. It appears probable that the reported malfunction occurred over the period of time. The mentioned signs of wear and fact that the strap had not been replaced within last two years clearly indicate that the device instruction for use requirements have not been followed. As per device instruction outlined in device instruction for use (001.16000): - before attempting to use the ceiling lift, the strap should be inspected for any signs of wear, frays, loose threads or other damage; - every two months the strap should be completely unwind and passed through visual inspection (i.e. Discoloration check); - every two years the strap shall be replaced. In this particular case it appears that the white signs on the black strap has been ignored. What is more, the customer and the service provided (non arjohuntleigh company) were not able to show a timely replacement of the strap according to the preventive maintenance checklist. Therefore the exact root cause of the complaint was found to be an lack or inadequate device maintenance. The strap with discolored surface should be detected, withdrawn from use and replaced. In summary, the device was being used at the time of the event and played a role in the reported incident. The strap detached and from that perspective the system was not up to specification at the time of the incident. Our evaluation appears to point to inspection/maintenance error having occurred. If the IFU and the correct procedure of device inspection would have been followed, the event would have been avoid.

Event description:
Arjohuntleigh has become aware of the customer complaint where it was indicated that at the time of lifting the patient from the wheelchair, using an portable ceiling lift: v3, the strap attaching the device to the track trolley detached. As a consequence of this strap malfunction, the device fell down. It was reported that while the malfunction occurred, the resident was positioned just above the wheelchair. Fortunately, resident was reported to move back to the wheelchair without sustaining any injury.

Manufacturer narrative:
(B)(4). Arjohuntleigh will be trying to obtain additional information relating the new fact revealed by the facility. We will provide a follow-up report based on details we will receive.

Event description:
Arjohuntleigh has become aware of the customer complaint indicating that during the patient lifting from the bed, using the portable ceiling lift v4, the ceiling lift strap holding the spreader bar and resident detached causing the resident to fall into the bed. There was no injury sustained.